Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height (hh) drawer 3.2 was failed. A field service engineer (fse) identified that all the pockets were not detected on the bus. So, the fse reseated the row ribbon cable, and checked all connections to trays and tightened. Then tightened all the associated screws on the latch mount and catch. Then cleaned the medication contamination debris from back of station next to controller board. Also removed some medication contamination from beneath pockets via hardware test application. After that the service was restored. The system functioned as intended after the field service engineer repaired the device.